Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep2926 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the power PICC was placed in this patient at ICU the catheter was found damaged at the distal end during infusion and extravasation was seen. No other information was provided.